Event description:
Related manufacturer reference number: 2017865-2023-14064. New information noted the patient was brought in for lead extraction. Interrogation prior or the procedure determined the atrial lead to have poor sensing and noise. The atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Event description:
New information noted the patient was seen in clinic. Upon interrogation, it was discovered the right ventricular lead continued to oversense noise. No additional changes or interventions were performed. The asymptomatic patient was in stable condition.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead was oversensing noise. Programming changes were implemented. There patient was in stable condition.